Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. The implantable cardiac defibrillator delivered inappropriate therapy due to supraventricular tachycardia. The patient presented in clinic on (B)(6) 2018 and programming changes were made. The patient was in stable and good condition before, during, and after.